Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(6) stopped compressions multiple times and displayed 'realign patient' error message" was confirmed based on the archive data review but not confirmed during the functional testing. No device malfunction was observed during the testing, and the platform functioned as intended. The archive data showed that the autopulse platform stopped compressions multiple times due to the following user advisories: ua02 (compression tracking error) and ua17 (max motor on time exceeded during active operation). The probable root cause for the reported complaint was due to the stiffness of the patient's chest. Visual inspection was performed and found no physical damage to the returned autopulse platform. The autopulse platform passed the initial functional testing without any fault or error. A review of the autopulse platform archive was performed, and it showed two incidents of under voltage <18v, uncommand shut off to have occured on the customer's reported event date; thus, confirming the reported complaint. Furthermore, the archive data revealed multiple occurrences of user advisories (ua) 02 (compression tracking error) and ua17 (max motor on time exceeded during active operation) error messages on the customer's reported event date. Based on the archive, the autopulse performed 3 sessions of 83 compressions, 661 compressions, and 8 compressions using the autopulse li-ion battery sn: (B)(6) with remaining capacity (rc) of 1255 mah. After performing the 3 sessions of compressions, the platform stopped compression and displayed ua02 (compression tracking error) error message. The user pressed restart and cleared the error. The autopulse platform stopped compressing one more time due to ua02 after performing 3 sessions of 261 compressions, 254 compressions, and 7 compressions. The user pressed restart to clear the error. The autopulse platform was used again with the same battery with remaining capacity of 793 mah, performed 2 sessions of 8 compressions, and then, the platform stopped compression and displayed ua17 error message. The user pressed restart to clear the error. The autopulse was used again with the same battery. The autopulse stopped compressing 2 more times due to ua17 and ua02 error messages. The max load sum values indicated that the patient's chest was hard and stiff to compress. Then, the user inserted another autopulse li-ion battery (sn: (B)(6) but similar issue was observed again. The ua17 was triggered when the motor was on for too long during active operation, and the autopulse platform did not reach the target depth within the specification due to the stiffness of the patient's chest. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Awaiting customer's quote approval.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
A patient with a bodyweight of (B)(6) lbs. Was placed on the autopulse platform (sn: (B)(4)), and the lifeband was secured around the patient's chest with no issues. The autopulse platform performed a few successful compressions for about 10 minutes. However, after performing a defibrillation shock, the platform stopped compressions and displayed "realign patient" error message. The ems crew realigned the patient, and the platform performed compressions for about 10 minutes, but after performing another defibrillation shock to the patient, the platform stopped and displayed "realign patient" error message again. The patient was re-aligned, and compressions continued. The same exact issue occurred one more time. The ems crew inserted a fully charged battery into the autopulse platform to troubleshoot; however, the issue was not resolved, and the platform shut down without any warnings. No further information was available. No consequences or impact to patient.